Event description:
Surgeon was performing a laparoscopic cholecystectomy. When attempting to place the trocars for the procedure, she felt she had to "put all of her body weight" on the device for it to enter the abdominal cavity as intended. She stated "I shouldn't have to work this hard to get this to work. I'm worried one day I'm going to hit a patient's aorta because of these ... The old ones never had this problem." The surgeon stated this has been a recurring problem since the change in product manufacturer.what was the original intended procedure?laparoscopic cholecystectomy.device #1is this a laboratory device or laboratory test?no.